Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Engineering analysis revealed that the device was depleting normally. This fault code was triggered as the result of increasing the left ventricular (lv) amplitude causing a dramatic increase in power which is known to trigger false positive fc1003. Boston scientific technical services (ts) also discussed option of monitoring device on the system and replacing once it reaches elective replacement indicator (eri). Additional information was obtained which indicated that this device exhibited premature battery depletion (pbd) and that elective replacement indicator (eri) was due to fault code 1003. This device was explanted and replaced. No additional adverse patient effects were reported.